Manufacturer narrative:
(B)(4). Date of event: (B)(6) 2016 additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(6) description: linear st lead, 70cm model #: sc-4316 lot #: 16847537 description: next generation anchor kit sterile..

Event description:
A report was received that the patient could not get the ipg to charge and was not able to hold a charge. It was noted that the patient had multiple falls since the implant procedure. The ipg was replaced. During the procedure, the leads were checked and it was discovered that majority of the connections were out so the leads and clik anchors were also replaced. It was not sure if malfunction was suspected with the explanted devices or if the multiple falls were the cause of the patient's difficulty charging. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Sc-1132/(B)(4): the returned device(s) were analyzed and no anomalies were found. Sc-2218-70/(B)(4): the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all of the cables were completely broken at the bent/kinked location of the lead. The bent/kinked locations are 1 cm from both sides of the set screw mark of the clik anchor. There are no exposed cables at the fracture locations. Sc-2218-70/(B)(4): the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that 4 cables were fractured at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. No cables are exposed at the fracture site. Sc-4316: visual inspection of the two clik anchors revealed that both anchors have one eyelet torn through.

Event description:
A report was received that the patient could not get the ipg to charge and was not able to hold a charge. It was noted that the patient had multiple falls since the implant procedure. The ipg was replaced. During the procedure, the leads were checked and it was discovered that majority of the connections were out, so the leads and clik anchors were also replaced. It was not sure if malfunction was suspected with the explanted devices or if the multiple falls were the cause of the patient¿s difficulty charging. The patient was reportedly doing well postoperatively.